Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a lots of air bubbles inside the reservoir. The customer reported that she loads the reservoir and within two hours she noticed there are bubbles in the reservoir. The customer reported blood glucose of 149.4 mg/dl at the tim of incident. Troubleshooting was not performed but, customer was advised to take insulin out of the refrigerator ten minutes prior to filling the reservoir. Product is not expected to return.